Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of unchanged mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The tissue damage appears to be a result of procedural conditions and due to the slda of the clip; the unchanged mr was likely a secondary effect to the tissue damage and slda clips. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The two other clips referenced are filed under separate medwatch report numbers.

Event description:
This is filed to report the single leaflet device attachment (slda) of the third clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), grade 4. The first clip (70125u225) was implanted without issue. A second clip (70125u213) was taken to the valve and positioned; however, there may have been interaction with the first deployed clip as the first clip experienced a slda. The second clip was deployed medial. A third clip (70125u221) was deployed lateral to the first clip. After deployment of the third clip, it was noted that the clip also experienced a slda. A fourth mitraclip was implanted to stabilize the third clip. Mitral regurgitation was unchanged at grade 4 with the four implanted clips. The physician commented that the leaflets were very frail and suspects that the leaflet may have torn away inside the first and third clips. No additional information was provided.